Event description:
Reporter alleged discrepant results were obtained from the blood glucose monitoring device and a valid lab comparative value. Reporter stated device result was 63 mg/dl and lab result was 5 mg/dl performed within 10 mins of each other. Reporter stated the pt was fed to elevate glucose level and pt was reportedly stable with a glucose of 88 mg/dl. Reporter indicated controls were used and found to be within an acceptable range. Reporter did not provide any other pt info. A request was made for the return of the suspect device and replacement product was sent.